Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: chile. The liquid is filtered to preserve the suture and the container is stained. So there are some sutures with very little amount of liquid inside, which is doubtful of the correct preservation of the suture and its sterility; also the little amount of liquid makes the catgut very rigid and makes its maneuverability difficult.

Manufacturer narrative:
Samples received: samples are not received nor images of the suture claimed, for the investigation. Preliminary analysis: stock review: we proceed to review the available units of this product code and lot number and verify that to date there are no units in stock. Quantity produced / imported: from this product code and batch number, a total of (B)(4) units were manufactured. Background: proceed to review the database of claims and verify that to date there are no reports of incidents, related to this product code and batch number. Batch record / batch record: a review of the documentation corresponding to the manufacturing of the batch was made, in which the control in process and control of the finished product was verified and no deviations or alterations were identified during the process. Analysis of the sample (s): samples are not received nor the images requested from the client; it may be that the defect reported has been caused by a fault during the manufacturing process, although it is not possible to identify the site where the leak occurs. This defect has already been identified and the necessary corrective measures taken and to date no more reports have been submitted for this reason, which shows that the actions were effective. Conclusions: the claim is determined as "confirmed", since the lot was manufactured in advance of the corrective actions created for this defect. Actions: no action is required, the leak is a defect identified and addressed in CAPA (B)(4).